Manufacturer narrative:
The device remains in service and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise and oversensing on the atrial and right ventricular (rv) channels. The source of the clinical observations was not confirmed. However, the physician suspected the noise and oversensing were due to issues with the leads. A revision procedure was performed and the competitive leads were removed from service and replaced. No additional adverse patient effects were reported.